Event description:
The complainant alleged that during a routine shift check by a clinician the defibrillator displayed the messages "cannot dump",: status 93", and "status 66". The complainant indicated there was no pt involvement with this reported incident.